Event description:
It was reported that a dual access site arteriotomy closure of the left and right common femoral artery (lcfa and rcfa) was attempted prior to an abdominal aortic aneurysm (aaa) procedure. The pre-close technique via a 6f sheath hole was used in the rcfa and the sutures of 2 prostyle devices were successfully pre-placed. The sheath was upsized to an 18f and the aaa procedure was completed. Hemostasis was achieved in the rcfa with the pre-placed sutures. Reportedly, in the lcfa, a link break was noted after the plunger was removed. The suture of a new prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The reported link break was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to operational context. It is likely that an interaction with patient anatomy or link pulled until it breaks contributed to the reported suture retrieval issue. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.